Event description:
It was reported that the patient presented to the emergency room with chest pain. A chest x-ray was performed, and the right ventricular (rv) lead was found to have perforated the heart. The physician explanted and replaced the rv lead. The patient condition was stable.